Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory had damaged, specifically under the insulation. The customer described the insulation damage as scratch marks/abrasions. No additional information regarding other types of damage or associated device malfunction was provided. The procedure was completed with no reported injury.